Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had an appointment on (B)(6) 2017. The patient reported that she increased it to 3.5v about 4-5 days prior to the report. The patient reported that she still flooded when she got up at night. The patient reported that she was using it at 1.8v during the day and it was working at 2.4-2.5v before for the night but now it was not working. The patient reported that she was using the thickest pads and changing them once or twice in the night time. The patient also reported that when she tried to get the programmer to connect to the ins was getting poor communication. The patient reported that she was on program 3 at 1.8v with the lightning bolt. The patient increased stimulation to 2.1v and reported that she could feel in and it was comfortable in standing and sitting position. Additional information was received from the healthcare provider (hcp). The cause for the poor communication screen, sudden change in symptoms, and incontinence was the hcp evaluated the lead and programming. They are recommending revision/replacement of the lead. The troubleshooting performed related to the poor communication screen, sudden change in symptoms, and incontinence was the hcp ran an impedance check which showed abnormal impedances. Hcp recommends revision/replacement of the lead. The actions/interventions taken to resolve the poor communication screen, sudden change in symptoms, and incontinence was the hcp ran an impedance check which showed abnormal impedances. Hcp recommends revision/replacement of the lead. The hcp responded with, "impedance check showed abnormal impedances recommending revision/replacement of the lead." When asked if the poor communication screen, sudden change in symptoms, and incontinence was resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.